Manufacturer narrative:
Address and zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional has reported "leaking prostheses." Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: e3.

Event description:
Healthcare professional has reported left side "leaking prostheses". Device has been explanted.